Manufacturer narrative:
This report is submitted on november 03, 2022.

Event description:
Per the clinic, the patient developed a post auricular infection and subsequently was treated with oral and IV antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2022 and reimplantation is planned but has not taken place at the time of this report.